Manufacturer narrative:
Establishment name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: ca, post office or zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that, the patient experienced hyperglycemia treated with insulin pump event occurred on (B)(6) 2026.